Event description:
During a rotational atherectomy procedure, the wire fractured. After successful ablation, removal difficulties of burr were encountered during dynaglide. The burr and the wire were removed as one without incident. Upon removal, it was noted under x-ray that the wire had fractured. The fractured segment of the wire was retrieved with a snare. Pt status is listed as "good."